Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom door latch error was confirmed and reproduced. It was caused by a loose link screw. As a result, the link screws were replaced.

Event description:
It was reported that a pump was alarming for a door latch error. There was no patient involvement.